Event description:
Reporter alleged obtaining the results of 125 mg/dl and 72 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she felt shaky and lightheaded. Reporter stated that she took four glucose tablets designed to elevate blood sugar. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.